Event description:
The customer reported that the tip of this suture hook broke off during use in a shoulder arthroscopy. The broken tip was retrieved from the pt with graspers without pt injury.

Manufacturer narrative:
Investigation results: the suture hook was received for evaluation without the detached portion. A visual inspection of the unit found the tip detached and the tube bent. Conmed linvatec has addressed this failure mode in the warnings and cautions provided in the IFU for this device. The information for use (IFU) provides: warnings: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional pt injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional pt injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional pt injury may result. Cautions: do not exceed five (5) procedures per limited reuse suture hook. Avoid mechanical shock or over stressing the instrument, which may shorten the life of the instrument. To facilitate sterilization and proper function of the device, clean instruments properly after each use. Instruments (handle and limited reuse hooks) should be stored in the spectrum ii sterilization tray to protect the features. In addition, the user is informed to always inspect and test the instrument for proper function prior to use.